Event description:
A customer reported that the bottom half of the numbers in the display are missing. While on the phone a review of the system was conducted. The customer stated that the display does not consistently work. A reagent strip was inserted and the display was complete. Upon reinsertion of the reagent the display was incomplete. A request was made to return the meter for evaluation. In the meantime a replacement unit was provided.